Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer and the cause of the reported problem was confirmed to be the main board. There was black screen and the alarm indicators were permanently lit. The sector led and battery were on. The sound of the loudspeaker could be heard at start-up; however, the alarms could not be heard. The rse recommended the replacement of the motherboard. The field service engineer (fse) could not confirm if the speaker was completely out of sound, or was there a little, maybe distorted sound or beeping in standalone mode. He also did not confirm if there was a speaker inoperative message. The fse reported that the biomedical engineer changed the mainboard before his on-site visit. After the mainboard replacement the device was returned to functional use with no further issues identified. The device remains at the customer site.

Event description:
The customer reported that the intellivue mx400 patient monitor stated there was no display on the screen or sound. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Event description:
The customer reported that the no display on the screen nor sound and the 3 alarm indicators are on. No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.